Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault during functional testing. The drive unit was replaced as a precaution and the wiring connections inside the display were inspected. Subsequent testing did not identify any issue. The device was run overnight and no flow issues were noted. All tests were completed according to manufacturer specifications and the device was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the centrifugal pump 5 (cp5) displayed a motor failure error message and that the flow dropped to zero several times during priming. Eventually the user was able to get the flow to hold. However, the perfusionist decided to switch out the unit to perform the surgery. There was no patient involvement.